Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to a device manufactured by sorin that was approved by FDA for marketing in the u.s. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to a device manufactured by sorin that was approved by FDA for marketing in the u.s.

Event description:
It was reported that interrogating the subject device - for which a replacement was scheduled most probably on (B)(6) 2015 because of battery depletion- showed a ventricular fibrillation (vf) episode that was undersensed on (B)(6) 2014 causing a therapy delay. In more details, a deleterious atp therapy led to a this vf that was undersensed probably due to a degraded ventricular sensitivity to 0.8 mv. This degradation was due to noise detection simultaneously on atrial, ventricular and sonr channels that occurred at the end of 2012 most probably because of external sources of noise. The undersensing of the subject vf ((B)(6) 2014) should be further investigated as well as the origin of the noise detected in 2012.

Event description:
It was reported that interrogating the subject device - for which a replacement was scheduled most probably on (B)(6) 2015 because of battery depletion- showed a ventricular fibrillation (vf) episode that was undersensed on (B)(6) 2014 causing a therapy delay. In more details, a deleterious atp therapy led to a this vf that was undersensed probably due to a degraded ventricular sensitivity to 0.8 mv. This degradation was due to noise detection simultaneously on atrial, ventricular and sonr channels that occurred at the end of 2012 most probably because of external sources of noise. The undersensing of the subject vf ((B)(6) 2014) should be further investigated as well as the origin of the noise detected in 2012.